Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Evidence of blood and signs of clinical use was observed. The safety lock on the cutter was engaged and the actuation button was not depressed . There were no signs of tampering to the device. The tip of the cutter was bent. The delivery device and the tension spring assembly were returned inside the loading device. The blue slide lock was dis-engaged and the white plunger was fully depressed on the delivery device, while the delivery tube was still inside the loading device indicating premature deployment. The tension spring assembly was inside the delivery tube with the seal extended outside the tube. The seal was cracked and delamination was observed. The following measurements of the delivery tube were taken : the inner delivery tube diameter was measured at .197 inches , the outer diameter was measured at .219 inches. The length of the delivery tube was measured at 2.50 inches. The values recorded were within the tolerance specifications. To test the ability of the cutter to fire, the lock was disengaged and the plunger was pressed to deploy the needle. The needle deployed successfully. The actuation button was fully depressed inside the tool and the cutter and spiral needle were deployed. The actuation button was depressed approximately 1 inch inside the tool. Based on the return condition of the device, the reported complaint was not confirmed for the reported failure mode , but was confirmed for the analyzed failure modes "premature deployment", "cracked seal" and " bent needle".

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm misfired. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm misfired. A replacement device was used to complete the procedure. The hospital did not report any patient effects.